Event description:
Boston scientific received information that during an implant procedure of the right ventricular (rv) lead high out of range impedance measurements were obtained. The lead was disconnected and reconnected to this device without obtaining a better impedance measurement. The pocket was cleaned and shock impedance measurements were taken again with measurements within range. It was decided to take measurements again within the next couple of days to determine the shock impedance measurements. No adverse patient effects were reported. Additional information was received that shock impedance measurements were taken again after several days and all measurements were within acceptable parameters. There were no changes made to the lead or this device. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.